Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings:investigation revealed that a segment on the display was missing. A test display was inserted and the test display functioned normally. Investigation revealed a failed display flex. The pump casing was opened and there was evidence of moisture corrosion found on the transceiver board and in the battery compartment. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the top of the battery cap was worn.